Event description:
The facility representative reported a flogard infusion pump that would not turn on. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further evaluation, the quality engineer has confirmed the reported condition as a battery issue. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "cannot turn on" was confirmed during device evaluation. The cause of the problem was a defective main battery. Service replaced the main battery to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.